Manufacturer narrative:
Other, other text: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. The tamper seal on bottom case and plunger assembly were broken. It was cracked on right plunger case and non-OEM top case was found with pump. Results of event history log review: primary audible alarm bgnd test - unable to download the ehl due to problem with pharmguard toolbox. Occlusion test and audio test were performed. Unable to duplicate the primary audible alarm bgnd during occlusion test. Audio test, at level 1 the reading is 11, level 2 is 24, at level 3 is 47, at level 4 is 104 and at level 5 is 160. Unable to determine the intermittent of the error. The speaker was replaced as a preventive action. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Event description:
Additional information received on 27-dec-2022 via email and attached to complaint object: date of the event: could not pull a record of this device serial number in our database. The reported event did not occur during patient use; the event did not result in patient harm; a medical intervention was not required.

Manufacturer narrative:
H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Event description:
It was reported that during a returned order service an audio background error occurred. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.